Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a capsulorhexis tear occurred during phacoemulsification. There was no invention needed, the cornea was clear, and the intraocular lens was stable. No additional information available.

Manufacturer narrative:
The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. There were no technical services reported for the event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).